Event description:
Customer reported the product arrived in bad condition our customer. The white protection cover was broken, and it is not ensured that the catheter is unimpaired of this occurrence. Follow up revealed that the tube in which the device was packed is broken and it could be that also the catheter was broken. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the adaptor cap shrink seal is still intact. The dfu was also returned, although the shrink cover has been opened. The reported defect was confirmed. Although the reported defect was confirmed, there is no evidence of a manufacturing defect. The clear adaptor was received broken at the white shipping tube and adaptor bond. There are no missing components. The catheter body was found to be in good condition at the clear adaptor break site. A device history record review was completed and documented that the device met all specifications upon distribution.